Event description:
The field engineer reported that the x-ray tube was intermittently arcing which caused an overload fault error message and the image went black. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced. The system was then found to be operating as intended.